Manufacturer narrative:
Qc and sample information has not been provided.the samples were sent to cpls for additional testing. Cpls was unable to reproduce customer's reactive results.service was not dispatched.no additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining reproducible (B)(4) surface antigen (B)(4) results for a patient generated by unicel dxi 800 accesss chemistry analyzer, which were discordant upon repeat testing on an alternate method. The results were reported out of the laboratory. The sample was sent to customer product line support (cpls) for confirmation testing. Cpls obtained non-reactive results. Unknown if treatment was administered or withheld due to the discordant result.